Event description:
It was reported in a journal article that a sublaminar bands were passed from l3-l5 and then t5 to t1-, a "jerk" was perceived from the patient. Subsequently, there was a loss of sseps and meps in the lower extremities. Patient was kept in intensive care unit for 2 days, patient is being monitored.

Manufacturer narrative:
.